Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states the right side crossbrace broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device right cross brace returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the cross brace tubing was broken. An expanded evaluation was performed. The expanded evaluation report confirmed that the cross brace tubing had broken at the hole for the center attachment bolt. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
End user states the right side crossbrace broken.